Event description:
On (B)(6)/2009, pt reported her infusion device will not prime. Pt stated, she is not able to access the priming function and prime the tubing. Pt reported she is experiencing the priming concern when she is reconnecting after a bath or in the change the cartridge process. Pt stated, she is pressing the check key for three seconds but nothing happens and the infusion device goes to the stop mode. Advised the pt on the priming insulin function. Educated the pt on air bubbles causes, concerns and troubleshooting. Pt stated she was able to successfully prime out the air bubble and put the infusion device back in the run mode. Submitted request for additional training. Reviewed filling the cartridge process. The pt reported she was removing the blue filling system piece on the cartridge but not removing the plunger rod after filling the cartridge. She stated a couple of times she accidentally pushed and/or pulled on the plunger rod and spilled an entire cartridge of insulin. She reported sometimes she is getting air bubbles while filling the cartridge. Educated the pt on removing the plunger rod before storing the filled cartridge in the refrigerator. Advised on changing the adapter every 10th cartridge change. Pt reported the air bubble occurred after she had been using the cartridge for a few days; was able to successfully prime the air bubble out. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sent information on infusion site management; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.